Event description:
The patient became ill while on a cruise ship and an intravenous (IV) catheter was used to initiate therapy. The patient was transferred to the hospital from the cruise ship with the IV catheter in place. Upon admittance, the hospital routinely replaces any bandages and IV lines which are already in place. When the nurse removed dressing over the IV catheter. The catheter hub reportedly came off with the dressing, leaving the tip of the catheter tubing in the patients arm. Surgery was performed to remove the catheter tip. The patient is reportedly doing fine with no additional problems after surgery.

Manufacturer narrative:
This follow-up report is submitted in response to a MDR contact letter dated 04-15-1998. This follow-up report contains corrected "brand name" device identifier info.